Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 8mm liberté stent delivery system was used to treat the lesion. The stent shaft was broken during procedure. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The liberte/veriflex stent delivery system was received with a liberte/veriflex inner packaging pouch and shelf box. The device and packaging matched the reported batch number. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hyptoube kinks. The hypotube was completely separated 66cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 8mm liberté¿ stent delivery system was used to treat the lesion. The stent shaft was broken during procedure. The procedure was completed with another of the same device.